Event description:
It was reported the atw35 was used during a mediastinal mass procedure. It was reported the device was fired on lung tissue and the surgeon could not remove it from the tissue. The device had to be cut away with electrocautery. There was no consequence to the pt.